Event description:
The customer reported that the system did not generate an audible or visual alarm nor was an alarm strip generated when a pt coded, but at the time of the code inop message 'ECG leads' was displayed. The pt expired.

Manufacturer narrative:
Philips field service engineer (fse) went on site to obtain logs and relevant pt info from the customer. Testing of the device by the fse confirmed it working to specifications. A review of the logs indicated that the customer did receive asystole alarms which were silenced, as well as an inop/leads off alarm. The customer does not allege that the product malfunctioned, they requested a review of the logs to confirm the device was working appropriately. The device remains in use at the customer site.